Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented with increased pacing lead impedance. Patient was in good medical condition and follow-up will continue.